Event description:
It was reported that during implant, the patient had asystole. Right ventricular lead exhibited no capture. The psa cables were replaced and the psa was returned. The patient condition was uneventful at a later checkup.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.